Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was "high¿ although specific value was not provided. The customer delivered a correction injection to address the elevated bg level. During troubleshooting with technical support, the malfunction alarm was not resettable, and the customer was using an out of warranty pump. The customer then declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.